Manufacturer narrative:
The device and the logfiles were analyzed on site. The root cause for the described warmstarts was a short circuit between a connection pin of the rotary knob and the mounting-frame of the display, which developed temporarily during operating the rotary knob. According to specification the evita 4 performed in each case a warmstart. During a warmstart the evita 4 opens the airway system in order to allow for spontaneous breathing. This is accompanied by an alarm. After a successful booting sequence (about 8 seconds) the ventilation is continued with the set parameters. The short circuit at the control unit does not represent any limitation of the electrical safety concept. It is assumed that the rotary knob was not assembled correctly during service maintenance. No similar cases are known. The evita 4 was repaired and tested within a long term run and according to manufacturer specification successfully.

Event description:
It was reported that an evita 4 performed two restarts and generated an alarm. The display got shortly dark, accompanied by a loud whistling sound. Ventilation established immediately. No injury reported.